Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -4.00 diopter was implanted into the patients left eye (os) on (B)(6) 2024. Low vault was observed. On (B)(6) 2024 the lens was implanted, removed and replaced intra-operatively for a longer length lens and the problem was resolved.